Event description:
It was reported that pump displayed malfunction 16. There was no reported impact to the customer¿s blood glucose level. Customer later confirmed that pump started, charged, and was recognized, and history showed malfunction 16 on 17-02-2026 while distributor arranged for pump return and a replacement pump was provided.